Manufacturer narrative:
The reported device has yet to be returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
An angiodynamics executive district sales manager reported an issue with a 0.9mm eximo atherectomy catheter. The following was reported: ".9mm auryon catheter came apart proximal to the sheath. We had through-and-through access from the patient's left groin to the contra anterior tibial where we had access as well. We exchanged out for a spartacore viper 300cm x .014 wire. The .9 was delivered and met resistance midway down the at where it encountered high levels of calcium. Dr. (B)(6) tried to advance the catheter from the groin without success. He then grabbed the wire, with hemostats, from the pedal sheath and pulled the wire while advancing from the sheath (cook 6fx45cm) . This is when the integrity of the catheter was breached. The catheter lurched forward and with doing so the catheter fell apart. I believe that we accordioned the catheter when aggressively pushing the groin. In doing so, the catheter was wrinkled impeding its advancement into the sheath. When he went to advance by pulling and pushing the catheter fell apart." No piece of the device fractured off inside the patient. The procedure was completed with a coyote balloon by boston scientific. And the patient did not experience any adverse effects, harm, or require medical intervention as a result of this incident. It was indicated the reported device is available for return to the manufacturer for a device evaluation.

Manufacturer narrative:
Returned for evaluation was a 0.9mm auryon catheter. The catheter complaint sample was forwarded to eximo facility for evaluation. The 0.9mm catheter device arrived with a torn outer jacket, broken fibers and damaged gw braided tube. Per event description, it looks like the forces applied on the catheter were excessive, while attempting to push and pull the catheter, causing catheter to tear apart. The rfid tag of the 0.9mm catheter was read and the catheter working time was 92sec at 50mj/mm2 and 26sec at 60mj/mm2. No manufacturing non-conformances were observed during sample evaluation. The customer's reported complaint description of catheter came apart/separated is confirmed. The 0.9mm catheter's outer jacket was accordioned/damaged. The most likely root cause for the catheter damage is handling damage during use/advancement. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. Labeling review: instructions for use is provided with the catheter device and contain the following statements: warnings: pay careful attention while using the catheter, avoid excessive force and be on alert for any potential damage. Inadvertent movement of the catheter may result in patient injury. Always use fluoroscopic surveillance when advancing the auryon catheter inside the patient vasculature to avoid misplacement, dissection, or perforation. Auryon catheter insertion over the wire until laser activation: you may use any other gw to cross the lesion, but the final gw that auryon catheters will track over should be 300cm 0.014", and preferably stiff gws. Once this gw is angiographically verified to cross the lesion in the vessel's lumen, it is ready for auryon catheter insertion over the wire. Advancement of auryon catheter through the lesion: do not to exceed 10 seconds of lasing at the same location. If you experience any difficulty to advance the auryon catheter, immediately start self-count-down. Self-count-down should start the moment you experience non-advancement of the auryon catheter. When advancement resumes, you should stop self-count-down and resume it if additional non-advancements are experienced. If the auryon catheter cannot be advanced by the 10th second of laser activation, you should release the foot switch to stop the laser, retract the catheter approximately 3-4 mm, and try to advance again while rotating the catheter shaft approximately 90 degrees to either side, while resuming 10 seconds count down . If the auryon catheter is still not advancing with the above-mentioned rotation manipulation for the additional 10-seconds, immediately stop the laser activity by releasing the footswitch . Ask the laser operator to raise the fluence to the 60mj/mm2. Activate the laser and try again to advance the auryon catheter through the lesion . If the auryon catheter cannot be advanced, resume the self-count-down to 10 seconds. If the auryon catheter cannot be advanced in this attempt, stop the laser activity, withdraw the auryon catheter and use a new catheter. Hardware review: the serial number of the laser system hardware unit used during this event was not reported by the complainant. A review of the hardware service records is not required. In addition, the catheter damage could not be related to the laser system. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).